Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was implanted with 2 leads in the stn in early (B)(6). On (B)(6) 2011, two implantable neurostimulators (ins) were implanted. The initial activation and first programming of the 2 ins occurred on (B)(6) 2011, without any problems. The next day, the neurologist performed a programming session to check and adapt the parameters if needed. He started with the right ins (corresponding to the right stn) and it worked properly. Then he tried to interrogate the left ins (corresponding to left stn). He did not succeed the first two times due to bandages. But during the 3rd attempt of ins interrogation, the pt experienced a very severe and intense painful dystonia episode, mainly located in the right arm/shoulder (controlateral side to implanted ins), for about 15-20 seconds. After this episode, they were able to interrogate the ins, which was de-programmed back to default (mfg) settings. It was noted that the bandages had not been changed at the time the incident occurred, and they were quite wet. They were able to reprogram the ipg normally and the pt got a good clinical effect from his stimulation, ruling our lead migration. Review of the interrogation from the day of the event noted no abnormalities. Following the episode, the pt continued to experience shoulder pain. It was found that the pt's shoulder was broken as a result of the dystonic episode. The pt underwent surgery to fix the shoulder.